Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. No corroded spring contact was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 140 mg/dl. The customer stated that she received a low battery alert, and she was getting ready to change the battery and the whole infusion set prior to the blank display event. She observed that the spring inside the battery compartment was corroded. Advised replacement of the insulin pump. Nothing further reported.